Event description:
Aspen surgical received a report from the distributor indicating that a light handle was discovered with a sealing issue. The item was not in use. No injury or death was reported. Customer reported the issue for following lot number with respective complaint; (B)(4), lot# 324881.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual devices were not returned for evaluation. The manufacturing lot numbers were provided for review. Photographic evidence was provided for review as well. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.